Manufacturer narrative:
Code was used to denote additional intervention.

Event description:
It was reported that during this insertable cardiac monitor (icm) implant, the logo of the device was facing up however the t-wave was inverted. Technical services advised to make sure tunneling towards the patient head. Additional information indicated that the icm was appropriately tunneled toward the head, however the device had flipped inside the pocket after closure. The pocket was reopened and the device was repositioned. The t-waves remained inverted, yet the physician was pleased with the sensing. The device remains in-service. No adverse patient effects were reported.